Event description:
It was reported during an endoscopic vein harvesting while using the al326 the top jaw of the device fell into the pt's leg. The surgeon retrieved the jaw of the device. A new al326 was pulled to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.49928. Ees #.981384/c. H2,3,4,6; g4: added addition info. D6: corrected field to read na. D5,6; h4: info not available. H6; detached top jaw. Ligaclip rotating multiple clip applier: based upon the inquiry info received and the visual examination, it was concluded that the jaw crimp was out of position, which may have caused the reported incident. No conclusion could be reached as to how this damage occurred.